Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead triggered an alert a couple of years ago for pacing impedance, high, out of range. Pacing thresholds were also higher than when implanted. Also, noise over sensing, causing functional undersensing of the atrial channel was observed at stored events. In addition to the previous issues, the pacemaker recorded true pacemaker mediated tachycardia events. Several programming options were discussed and in clinic procedures were suggested. The rv lead and the pacemaker remain in service. No adverse patient effects were reported.